Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of oversensing due to lead noise was observed. An insulation defect was noted in the area of subclavia. The lead was attempted to be explanted and replaced, but was later capped and replaced on (B)(6) 2016 when explanting the lead was unsuccessful. The patient was in good condition post procedure.